Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. B3, the date of the event is unknown.

Event description:
The zoll field technician conducted an onsite assessment and noted an autopulse platform with a tag stating: "system error, display burn-in; does not operate. Oos". The autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message. The device is non-operational and out of service (oos). In addition, the display of the platform was burned in. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.